Event description:
It was reported that during loading the cot into the ambulance, the patient was dropped. As a result, the patient received a brain bleed. Further information regarding the event is pending from the user facility.

Manufacturer narrative:
The investigation is complete. Executive summary and section h codes have been updated to reflect investigation results.

Event description:
It was reported that during loading the cot into the ambulance, the patient was dropped. As a result, the patient received a brain bleed. Medical intervention was required related to the injury, however, no specific treatment details were provided.